Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The field service engineer (fse) discovered millennium error 2018 and informed the customer. It is unknown if the device was in use at the time of the event or if there was any patient impact.